Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The concentric target lesion containing a >=90 degree bend was located in the mildly calcified left posterior descending artery (lpda). After inserting a 6f non-bsc guide catheter to the left main coronary artery (lmca) and crossing a non-bsc guide wire to the target lesion, pre-dilatation was performed using a 2.5x15 semi-compliant balloon catheter. Subsequently, a 2.50x38mm promus element plus drug-eluting stent was deployed across the lesion at 12 atmospheres for 30 seconds. The stent was then post-dilated with a 3.5x12 nc balloon catheter. During withdrawal, the guide has touched the implanted stent causing a deformation at the proximal part of the stent. A cine was performed and the stent struts were observed to be compressed. The deformed part of the stent was post-dilated again with the same 3.5x12 nc balloon catheter to correct the issue. No further patient complications were reported and the patient's status was stable.